Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing eval. Once the eval has been completed or if additional info is received, a supplemental MDR will be sent.

Event description:
Report received from the USA stating that the "unit heated up to the point the surgeon could not hold it and swapped out for another drill" during atresia surgery. No injuries were reported to have occurred, however, it is unk if medical intervention occurred. There was no additional info provided.